Manufacturer narrative:
Results: without a lot number, we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. One used bd q-syte device was returned for analysis. The unit was visually and microscopically examined. The septum top disc was partially detached from the rim of the top body. Septum and glue residue were observed at the area of the detachment. No other damage was observed on the unit. The septum is correctly centered and oriented. Leak testing was performed and leakage was observed from the vent hole. Damage, vertical column tear, was observed on the septum column. A vacuum iso luer air leakage test was performed and multiple bubbles were observed. The unit was then dissected and a tear was observed at the bottom slit. Conclusions: the engineer concluded that the damage, a vertical column tear, allowed the leaking through the vent hole in the top body column. The engineer confirmed air bubbles. The damage to the septum column compromised the integrity of the q-syte device. The most likely source for this type of damage was introduced during usage. The instructions for use provided with q-syte provides precautionary instructions and the potential damage that could occur if these instructions are not followed. The ifus state: iso luer-slip and luer lock connectors on standard IV administration sets, extension sets, and syringes. For proper use, clinicians must be familiar with and trained in the use of the bd q-syte luer access split-septum. Its use should be preceded by an established facility protocol. It is recommended that the device be changed according to facility policy, cdc (USA) guidelines, or if the integrity of the device has been compromised. Do not exceed 100 actuation of the device. Under cautions and warnings states: the device should not be used with needles, blunt cannula, non-iso luers, or iso luers with visible defects. Doing so may result in leakage and/or failure of the device. If needle or blunt cannula injection is attempted, the device must be replaced immediately. When connecting or disconnecting to or from the bd q-syte device, be sure to hold the device itself, not the tightening of the device onto the female luer. When accessing the bd q-syte with a luer-slip syringe, avoid "over-twisting" as the tip inserted. Excessive force or "over-twisting" is not required due to the softness of the material and may damage the integrity of the device. Always inset the male luer into the bd q-syte with a "straight-on" approach. Angled insertions may cause poor functioning and/or damage the device. (B)(4).

Event description:
When infusing solution with a terumo syringe, air was introduced into the q-syte device.